Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, hemostasis was not achieved following use of a 6/7f mynx control vascular closure device (vcd). Manual compression was applied, and hemostasis was subsequently achieved. The procedure was diagnostic using a retrograde approach, and the deployer was mynx certified. The femoral artery suitability was verified on angiography including the insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little or no vessel tortuosity and little or no peripheral vascular disease or calcium at the puncture site. Pulsatile bleeding was noted immediately upon removal of the device, and the sealant was deployed to the proper location. No issues were noted during balloon retraction or button #2 step. The device is being returned for evaluation.